Event description:
On initiation of cpb it was noted by blood sas analysis and direct vision that blood returning to the patient was not oxygenated. Oxygenator failure was suspected, and ater confirming o2 supply, it was confirmed. The pt was removed from cpb and supported via ventilator. The oxygenator was changed and the operation continued as planned. There was no apparent adverse affect to the patient.